Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. It was reported that the empty solution container was to be used to deliver an unspecified volume of intravenous immunoglobulin (ivig). It was reported that during filling of the empty solution container at the user facility, an unspecified 16g needle connected to a 60ml syringe was inserted into the additive port of the solution container. The customer contact reported that the additive port was accessed approximately 7 times to inject a total volume of 400ml of ivig into the solution container. No specific details were provided. It was reported that after the last injection of medication when the needle was removed, the additive port separated from the solution container. The customer contact reported that the contents of the solution container leaked into the pharmacy hood. The solution container was replaced and the filling was resumed. Though requested, no additional information was provided.